Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The surgeon then used a second seal which began to unravel while loading the seal into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No pt complications were reported by the hospital as a result. This report is for the second seal.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the report problem. A lhr review was completed for the product and there was no nonconformance associated with the lot number.